Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. A cut on the air tube was observed during the evaluation. Due to this condition, the trigger might have failed during the procedure. The exact root cause of cut in the air tube could not be determined from the results of evaluation.

Event description:
It was reported that a patient underwent a robotic assisted laparoscopic myomectomy and chromopertubation on (B)(6) 2013. During the procedure, the hand piece never rotated in the patient. The device was inserted through the trocar site and the tissue was grabbed but the blade never made an incision into the myoma and did not rotate. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.